Manufacturer narrative:
Scope of issue: the customer complains that acquiring in experiment mode did not save fcs files for two samples. Problem statement: the customer reported complaint on (B)(6) 2023, that fcs files were not saved for two samples after acquisition in experiment mode. The customer (B)(6) observed that when running samples on the facslyric, the fcs files for 2 samples were not saved and resulted in redraw of bone marrow on (B)(6) 2023 for the patient in this complaint. Investigation summary: complaint history review: there is 1 complaint related to the reported complaints from on (B)(6) 2022 to date on (B)(6) 2023. Related complaint number(s): (B)(4) (this compliant). Reference azure or edms defect#: azure defect bug 428565:( (pr#: (B)(4) fcs files for 2 samples were not saved after acquisition in experiment in facsuite 1.5) was initiated to address the reported issue on the software. Risk review: risk management file part#: 10000063058ra, risk analysis facslyric ivd, rev. 8 was reviewed. Hazard(s) identified? No. If no (to above), what actions will be taken? Ecr#: 500000314385 has been initiated to add the defect related to this issue. Potential cause: investigation showed that issue was caused due to corrupt file path to the fcs file, while the exact cause for the corruption is not known, the investigation team have narrowed down a fix to repair the corrupted file path. Based on the investigation results after analyzing the data provided by the customer, the potential cause due to corrupt file path to the fcs file with exact reason for corruption is unknown. Detailed root cause and summary has been added to the azure defect 428565. The problem stems from user error, as it has been observed that customers were conducting patient sample runs in experiment mode instead of the recommended worklist mode, as specified in the faclyric instrument instruction for use document with number: (B)(4) revision 4, page 30, section 'experiment and assays.' In this section, it clearly states, 'use assays when you want to run a specific protocol or analysis on samples repeatedly. Assays are run as entries in a worklist, which provides batch acquisition and analysis. Use experiment mode for test studies and different samples, and to develop protocols.' The same has been conveyed to the customer. Conclusion: customer reported erroneous result on patient sample for diagnostic test, causing delay in the treatment. It was impossible to complete the diagnosis, therefore bone marrow sample had to be redrawn on (B)(6) 2023, however there was no physical harm or injury to the patient. Based on the investigation results, complaint was confirmed. Defect bug has been created for the issue. It will be prioritized and fixed in the later facsuite release 1.6. The problem stems from user error, as it has been observed that customers were conducting patient sample runs in experiment mode instead of the recommended worklist mode, as specified in the faclyric instrument instruction for use document with number: (B)(4) revision 4, page 30, section 'experiment and assays.' In this section, it clearly states, 'use assays when you want to run a specific protocol or analysis on samples repeatedly. Assays are run as entries in a worklist, which provides batch acquisition and analysis. Use experiment mode for test studies and different samples, and to develop protocols.' The same has been conveyed to the customer.

Event description:
It was reported that while using the bd facslyric¿ that there was erroneous result. The following information was provided by the initial reporter: 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) yes. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) yes. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no. These are patient samples. The problem occurred about 4 times. Twice there was enough material to repeat the analysis. In one case instead the analysis was repeated but 500,000 events were analyzed instead of 1 million because the remaining material was not sufficient. In one case it was necessary to repeat the bone marrow sampling because the original sample had been used in its entirety and it was not possible to repeat the analysis. Acquiring in experiment mode did not save fcs files for 2 samples. The problem reappeared today for the first time after the previous report, when it was fixed.

Manufacturer narrative:
G.5. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that there was erroneous result. The following information was provided by the initial reporter: 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) yes. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) yes. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no. These are patient samples. The problem occurred about 4 times. Twice there was enough material to repeat the analysis. In one case instead the analysis was repeated but 500,000 events were analyzed instead of 1 million because the remaining material was not sufficient. In one case it was necessary to repeat the bone marrow sampling because the original sample had been used in its entirety and it was not possible to repeat the analysis. Acquiring in experiment mode did not save fcs files for 2 samples. The problem reappeared today for the first time after the previous report, when it was fixed.